Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a guide wire. The customer states that when the physician tried. To advance the wire into the vessel, he felt resistance, and the vein was not tortuous. He removed the wire to inspect it and noticed that the floppy end of the wire was frayed. The wire was put aside and a new wire was used to complete the case.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.